Manufacturer narrative:
The investigation determined that a non-reproducible false positive vitros anti-hav igm result was obtained from a single patient sample processed on the vitros 3600 immunodiagnostic system. There was no evidence to suggest that an instrument or reagent malfunction occurred. The investigation determined that the sample in question was not processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing or sample mix-up cannot be ruled out as contributing factors. The root cause of this event is unknown.

Event description:
The customer obtained a non-reproducible false positive vitros anti-hav igm result from a single patient sample processed on the vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The false positive patient result was initially reported out of the laboratory, however a corrected report was issued for the affected patient sample. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).